Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is delayed in responding to presses. Customer's blood glucose level was 127 mg/dl. Contact indicated they will continue to use the pump for insulin therapy.